Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2024-01693. During a remote follow-up, a low pacing impedance and r wave amplitude variation were observed on the right ventricular (rv) lead and episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Rv and ra lead damage was suspected, but was unable to be confirmed. Provocative testing was performed and the ra lead noise was able to be reproduced. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.